Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is no radiographically identified abnormality of the right total knee arthroplasty. Medical records found no complication during initial surgery. Post operative physical therapy notes identified the patient was experiencing pain, clunk sound, a feeling of looseness and instability, and weakness on the right leg. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: palacos bone cement catalog # 00111314001 lot # 85174547, vanguard cr femoral catalog # 183010 lot # j3906939, biomet fixed cruciate tibial plate catalog # 141236 lot # j3672109, series a pat std 34 3 peg catalog # 184766 lot # 128320, vngd cr tib brg 12x79/83 catalog # 183462 lot # 520540. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2019 - 02914. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was experiencing pain, instability, clunking, swelling, and loosening. No revision procedure has been reported to date. However, the patient is doing physical therapy to resolve the adverse events. Patient's medical records indicate that patient has atrophy/weakness in the right leg, buttocks, thigh and calf. Attempt for further information has been made, but no further information has been provided.